Event description:
The facility reports the resident was transferred to the shower room for treatment. The rn was located on the left side of the shower trolley and the developmental aid was positioned on the right side of the trolley. The resident was being rolled to the right for treatment to his backside, the right side rail released, pushing the caregiver away from the trolley and allowing the resident to roll off the trolley, face down onto the floor. The resident sustained a laceration to the bridge of his nose and a fracture of his nose. The resident was taken to the ER, where sutures were applied. (B)(4).